Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stay on and there was a problem with the cover. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis (B)(4): analysis was unable to complete incoming testing because the epg would not turn on. Analysis noted that the lower case was broken, the main cover was missing, the attachment ring was bent, one bail was missing, one bail cover was missing, and the main board was corroded. The device was returned to the customer without repair. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.